Event description:
The hearing aid (h/a) user complained of headache and infection in his ear. Dispenser saw no evidence of infections in his ear: no redness, swelling, or drainage. The dispenser referred him to his dr. The pt kept the new aid for his left ear, and returned the aid for his right ear.